Event description:
It was reported, that the patient presented in clinic, due to syncope. Device interrogation revealed, noise oversensing, failure to capture and dislodgement. Confirmed, by x-ray on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in unstable condition.